Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was exhibiting oversensing of noise. Testing of the system was able to reproduce noise in all sensing vectors. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was exhibiting oversensing of noise. Testing of the system was able to reproduce noise in all sensing vectors. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.